Manufacturer narrative:
(B)(4).

Event description:
It was reported, the lead dislodged. The stimulator system including the lead was replaced. Additional information has been requested, a follow-up report will be sent if additional information becomes available.